Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample was not performed as portion remains within the pt and the delivery pusher was reported to not be available. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformance were observed.

Event description:
During the embolization of a renal aneurysm, the distal end of the microcatheter dislodged from the aneurysm. Subsequently, during the attempts to reposition the microcatheter and withdrawal of the coil, the coil prematurely detached. The coil came out of the aneurysm into the parent artery. A stent was placed to secure the coil on the artery wall. The artery flow was patent and no harm was reported. Pt info- the pt identifier, age, sex and weight for section a4 was not available.